Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the battery was dead and she wasn¿t sure she wanted to go through pain to replace it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient walked through a metal detector and feels it caused their therapy to shut off. The caller stated that it had happened before. The patient stated that they were told that it was not possible for that to happen, but when it happened before they got home and turned it back on, everything was fine. The patient mentioned that this happened and when they looked for the programmer to turn it on they couldn¿t find it. It was reviewed that a metal detector would not be expected to cause stimulation to turn off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.